Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic for increased fatigue, heart palpitations, dark urine over the last week. The patient was dizzy and had a new onset atrial fibrillation, and was hypotensive. It was also reported that the patient had dark stool over the last few days. The hemoglobin was down to 6.2 from 11.9. An echo was performed and showed that the septum was bowing toward the right ventricle. The doctor suspects a possible pump clot. A log file analysis was performed and found 238 pi events and a driveline fault. Ramp study and ldh are pending.

Manufacturer narrative:
Section d4: additional information. Section h4: additional information. Incidental findings: a transient elevation in pump power/calculated flow was captured on (B)(6) 2020, at 09:34:05. Manufacturer's investigation conclusion: driveline fault alarms were confirmed via the submitted log files. Based on past experience with the hmii lvas and similarly reported events, the driveline fault alarms captured within the submitted log files could be indicative of an issue with the driveline; however, as of the date of this report, no product has been returned for evaluation. The reported suspected thrombus could not be confirmed through this evaluation as no product was returned. Furthermore, a specific cause for the reported gi bleeding, cardiac arrhythmia, respiratory arrest, and ultimate patient outcome, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The submitted log files contained overlapping data from (B)(6) 2020, through (B)(6) 2020, and from (B)(6) 2020, through (B)(6) 2020. The log files captured multiple driveline fault alarms throughout the recorded data. During these events, the yellow wrench advisory alarm was activated. No other atypical alarms were captured in the submitted log files. The actual speed remained above the low speed limit throughout the log files and the device appeared to be functioning as intended. The patient ultimately expired on (B)(6) 2020, after withdrawal of support. Multiple attempts were made to obtain additional information from the account regarding the reported events; however, no additional information was provided. As of the date of this report, heartmate ii lvas, serial number (B)(6), has not been returned for evaluation. This file will be closed accordingly. The heartmate ii lvas IFU and patient handbook provide driveline care instructions, outline indications of driveline wire damage as well as how to respond to such events and outline all system controller alarms as well as the appropriate actions associated with them. The heartmate ii lvas IFU also lists device thrombosis, bleeding, cardiac arrhythmia, and respiratory failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range as well as outlines indications of pump thrombosis and as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient coded for respiratory arrest, the patient also had several replace system controller advisories, the controller was exchanged. The new controller continued to have 'replace controller advisories' as well as driveline faults. The patient expired on (B)(6) 2020 after withdrawal of support.